Event description:
It was reported that the pt's pump flipped. No pt symptoms were reported. The pt underwent surgical revision to tack the pump down. The pt recovered without sequela. The pump contained baclofen at the time of the event.